Event description:
It was reported following an interventional procedure in which integrelin was used, a 6f angio-seal device was deployed to seal the arteriotomy site. The patient developed a retroperitoneal bleed requiring multiple blood transfusions, fresh frozen plasma, and medication to stabilize blood pressure. The integrelin was discontinued. The bleeding was eventually controlled and vascular surgery was not required. The physician stated the patient's anticoagulation regime likely contributed to this event. The patient had received coumadin therapy prior to the procedure and an inr level of 1.7 was reported.